Event description:
Pt reported that 6 months after injection with two syringes of juvederm voluma xc in the cheeks, smile lines, marionette lines and along the jaw, they experienced swelling and nodules along the marionette lines. Pt was treated with injections of kenalog, 5-fu, lidocaine and hyaluronidase. Symptoms are ongoing.

Manufacturer narrative:
Further info from the reporter regarding event, prod, or pt details has been requested. No add'l info is available at this time. The events of swelling and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.